Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump under infused. It was reported the pump was programmed with residual volume 92 ml at a rate of 2 ml.hr. Over 46 hours. Per reporter the patient returned to the clinic and the pump read residual volume 28.1 ml, the reporter indicated there was medication remaining in the reservoir bag, which appeared to be accurate for the 28.1 reading from the pump. No adverse patient effects were reported. No additional information is available at this time.